Event description:
It was reported that during percutaneous transluminal angioplasty intervention procedure a balloon rupture occurred. The 90% stenosed, 3x60mm target lesion was located in the calcified anterior tibial artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was selected and advanced to treat the target lesion. Upon the first inflation at 6 atm, the balloon ruptured. The device was intact when removed. The procedure was completed with a 15-20 coyote es. No complications were reported and patient's status was stable.

Manufacturer narrative:
Age at the time of event: over 18 years. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).